Event description:
Patient taken to the or for device exchange. Patient continued to have dark urine. Ldh continued to be elevated ranging from 1841 to 2742 u/l on day of exchange. Or findings: clots present on pump bearing.